Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the device was returned to zoll medical corporation; the customer's report for no video display was observed during review of the device's history log. The device was put through extensive testing which included incoming test, power cycling and full functionality testing without duplicating the report. The user interface module board was replaced as a precaution. The customer's report for valve failure-1010 and runtime calibration failure-1051was observed during review of the device's history log. The smart pneumatic module board was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "valve failure-1010", "runtime calibration failure-1051" messages and then powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "valve failure - 1010" message and then powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.